Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced damage and missing segments/partial display. The customer's blood glucose value was 254 mg/dl. The customer stated that he got out of the shower and pulled his shorts from off the counter and the pump fell and hit the tile. The customer stated that there is a crack on the screen. The customer was unable to troubleshoot for high readings due to partial display. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to verify missing segments due to physical damaged to lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.